Manufacturer narrative:
(B)(4). Date sent 12/12/2024. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number 27474, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: lot # 27474. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Unknown.

Event description:
It was reported that a linx (lxmc15) device was implanted and hiatal hernia repaired without mesh on (B)(6) 2023. Linx explanted on (B)(6) 2024 due to chronic nausea. No allergies to metals. Not taking immunosuppressive medications. No pre-existing dysphagia or other conditions (other than gerd). Device was in correct position at time of removal. Symptom resolution unknown.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.